Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
A report rec'd from (B)(6) stated the device is experiencing a "color fading" issue. The device was not being used during surgery. It is unk if pt or user injury was reported. No add'l info was provided.